Event description:
Hello, I am using the libre 3+ sensor for a diabetic type one. The app that goes with the sensor for the iphone is currently out of date and they have no estimated time when the app will be updated. I have noticed through online research that the FDA. Has approved this device along with the app for people to use. The problem is that there is no notification when the app is not current with the iphone update by apple, or android, so a person who is using this app if it is outdated, will get incorrect readings for their blood sugar. Yes people with diabetes should be doing a finger-stick at least three times a day along with using the app which I do. This app and the libre 3+ sensor is intended for use when you are out and about in a work place, in a meeting, etc. And at a glance should give you an indication of where your sugar levels are. Out of the 12 sensors that have been sent to me six have failed abbott has replaced all of them but what's the point if I cannot use them with a current version of the app? Insurance companies and patients are being charged for these apps and that is not great. They should have some kind of a warning notice informing you that your sensor is not working with the current version of the app that you have installed so you don't put another one on your arm to try and use it. When contacting abbot, they readily admit this and inform me that I need one of their readers. No problem I'll get a reader but in the meantime how many sensors have been wasted and more important is how many senior citizens, that have been set up with these things by their doctors don't understand how the process works have been affected and have had medical emergencies due to the situation. Abbot should not be promoting their app at all. If they cannot keep up with the updates from apple or android, they should not be allowed to use this app at all. The FDA should step in and do something about this. I am seriously thinking about doing a television special with 60 minutes. To expose this problem, so that other people will not be in danger and insurance companies, and the public will not be charged ridiculous amount of money for a product that does not work correctly without the proper measures in place. Reference report mw5169436, mw5169438, mw5169439, mw5169440, mw5169441.